Event description:
It was reported that a malfunction with code malf 12 occurred, but no notable events occurred before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer, familiar with placing the pump into storage mode, will use multiple daily injections (mdi) as a backup insulin therapy, and tandem technical support arranged to replace the pump since it is under warranty. The customer was instructed to return the faulty pump using a pre-paid label within ten days.